Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise reversion episodes which caused automatic mode switching. On (B)(6) 2013 the atrial sensitivity was reprogrammed. The patient would be monitored.